Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 4cm cut line indicating the point where the handle compression had stopped.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred prior to a laparoscopic video-assisted thoracoscopy. The surgeon felt the instrument was not smo oth. The jaw was not open and close smoothly. No patient injury.